Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, error e116 was noted due to failure on; motherboard, solid state drive (ssd), graphic board, power supply unit, central processing unit (cpu) board, and memory. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset visera 4k uhd camera control unit, to the olympus service center. Upon inspection and testing of the returned device, communication error e116 and e117 occurred. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.